Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during testing. However, the reported problem could not be duplicated. The display cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display showed lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.